Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to a functional analysis. The performance of the lead was scrutinized, including a visual and an electrical inspection. During the visual inspection, a rubbed through insulation was noted. At this position, the coatings of the conductor cables to the ring electrode and the rv shock coil were found damaged. This insulation damage can be considered as the root cause of the low shock impedance measurement mentioned in the complaint description. Based on the characteristics and the location of the damage, it is reasonable to assume that the lead has been subjected to severe mechanical stress in the implanted state as a result of the interaction with the ICD can. Diagnostic images clarifying this assumption were not available for analysis. In summary, the analysis of the lead revealed a rubbed through insulation, which can be considered as the root cause of the clinical observation. The interaction between the lead and the ICD can should be taken into account. The inspection did not reveal any indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 16 months, an out of range shock impedance < 25 ohms was reported via home monitoring in (B)(6) 2013. When the patient came to the hospital, all measurements were normal. To date, the patient was reported to have a number of aborted shocks. No adverse patient side effects have been reported.